Event description:
Pt had a biotronik corox otw 85-bp left ventricular lead placed in (B)(6) 2014. That lead malfunctioned and required extraction. It was discovered on surgery that the lead had perforated through the coronary sinus, into the left atrium, through the left atrial wall and into the pericardial sac.